Manufacturer narrative:
The reported event of difficult to advance guidewire was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that guidewire was unable to advance in the lead. The lead was replaced with other lead as a result. Patient condition was stable.